Manufacturer narrative:
Additional manufacuring narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the rad-g unit keeps switching itself off. There were no patient impact or consequences reported.

Event description:
The customer reported the rad-g unit keeps switching itself off. There was no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. The rad-g had a short inside the on/off power button, which created an electrical short across the button resulting in the powere button being activated even when not physically pressed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter postal code exceeded the maximum allowable characters, postal code is as follows: (B)(6).